Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving bupivacaine 22 mg/ml; 13.445 mg/day, sufenta (sufentanil) 1800 mcg/ml; 1100 mcg/day and clonidine 600 mcg/ml; 366 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient was out of town and had a difficult time using their personal therapy manager (ptm). The ptm had a code 8476; motor stall. The representative called from the ER to contact another representative after reading the patient's pump. The pump was audibly alarming. A motor stall occurred (B)(6) 2018 approximately 10:50 that morning and was active. No symptoms were reported. The hcp planned to start the authorization for replacement after the patient returns from (B)(6). The patient will not be back in town until (B)(6). The patient¿s wife planned to call their daughters family physician also. Surgical intervention was planned but not yet scheduled. There wer e no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Patient status at time of this report was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative had stopped at the physician and the patient was taken care of in (B)(6). The patient received a replacement pump and was doing great. It was noted that there was no further information at this time.